Event description:
During an in-clinic follow-up, far-field p-wave oversensing was observed on the right ventricular (rv) channel of the device. Technical support was contacted, reviewed records and recommend diagnostic testing. There was no intervention completed at this time and the patient is stable.

Event description:
Additional information was received that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event.